Manufacturer narrative:
See MFR: 3012307300-2017-02147, 3012307300-2017-02148, 3012307300-2017-02150, 3012307300-2017-02151.

Event description:
It was reported that a cleo® 90 infusion set had non-sticky adhesive. After being poked from the device, the adhesive would not stick to the patient's skin. The patient's blood glucose went up to 250. More insulin was given to correct for high blood glucose. The outcome of the event was resolved when the patient used a new infusion set from a different box/lot. The patient reported no other adverse health outcomes from this event.

Manufacturer narrative:
Seven cleo® 90 infusion sets were returned for investigation. A visual inspection was performed and revealed that two samples were received with the cap seal open and the retractor activated with the skin adhesive still stuck to the cleo. Three samples were received in acceptable condition to perform a functional test. No discrepancies were detected in the other two samples relative to the reported issue of "not adhering". Functional testing was performed on three of the returned samples. The sample that was applied in a "wet skin" condition did adhere, but was easily removed from the skin. The sample applied in the "greasy skin" condition did not adhere. The sample applied to "dry and clean skin" adhered as intended. Functional testing could not be performed on the other samples due to the samples being received in used conditions. A manufacturing review was performed no discrepancies were found in the manufactured samples. The complaint was not confirmed. No root cause could be determined.